Manufacturer narrative:
Two days after event onset, the patient was discharged from the hospital. At the time of this report, the antibiotic treatment was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause of peritonitis was unknown. The patient was hospitalized the same day as the onset. On the onset of event, the patient was treated with imipenem injection (250 mg, twice a day and route was not reported) and vancomycin injection (1 gram, after 3 days and route was not reported). At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.